Event description:
It was reported during an atrial fibrillation ablation procedure, the irrigation port of the catheter detached. The cool path catheter was being used with a stockert generator and cool flow pump. The physician ablated for approx 2 hours with this catheter and while ablating in the right inferior pulmonary ostium with the generator set at 20 watts and the irrigation pump set at 30ml/minute, the temperature readout on the generator remained at 39 degrees. The physician removed the catheter and discovered that the infusion port on the catheter had broken off. The physician used another cool path catheter to complete the procedure with no consequences to the pt.

Manufacturer narrative:
(B)(4). Visual inspection of the returned catheter revealed the luer extension tube broke at the handle edge and separated from the handle. Further functional testing of the catheter could not be performed due to this separation. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with supplier quality. A quality improvement project was initiated to investigate the issue and improve the process. As a result, improvements to the tubing quality and improvements to the internal inspection process have been instituted. Sjm partnered with the vendor of the tubing and determined that the material was not processed with the necessary conditions to ensure optimum tubing quality; the process has been improved by the vendor in order to prevent potentially defective tubing from being utilized during the mfg process, sjm has additionally instituted a new testing fixture that improves our ability to detect the nonconforming tubing.